Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A sensing coil fracture consistent with fatigue damage was found near the connector ring. This fracture is consistent with the observation from the field of noise and high lead impedance. External insulation abrasions were found at 17.4cm to 18.3cm from the connector pin with visible conductors. External and internal insulation abrasion with visible conductors were found at 50.2cm to 52.1cm from the connector pin.

Event description:
Patient was seen in clinic after receiving an alert for high lead impedance. Multiple vf episodes showed noise. Conductor break noted at explant. Lead was explanted and replaced.